Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was displaying longer charge-times with mid-life battery voltage. The charge times noted were still within the extended limits for this product. Boston scientific technical services (ts) reviewed that this device was listed in the shortened replacement window advisory of april 2007 population. It was discussed to conservatively following the patient with monthly device checks and to replace the device within one month of reaching the elective replacement indicator (eri). The patient was going to be closely followed with a home monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was explanted approximately two and a half years later for normal battery depletion. There were no additional allegations or observations received related to the device. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device met longevity calculations. No device issues identified.